Event description:
The physician reported that during a follow-up visit on (B)(6) 2016, review of the episodes stored by the associate ICD showed 15 episodes in which there was noise. These episodes were recorded between (B)(6) 2016. The physician also indicated that there were some low impedance measurements relative to the lead since the end of (B)(6) 2016. Furthermore, there were low shock coil continuity measurements since (B)(6) 2016. The physician performed isometric testing in a sitting posture and noise was not observed on the real time egm. However, when the patient changed the posture by lying on his back, some noises were observed without making any movement. A re-intervention was performed on (B)(6) 2016. The proximal section of the subject lead was cut and the distal section was left implanted and capped. A new ICD and ICD lead were implanted.

Event description:
The physician reported that during a follow-up visit on (B)(6) 2016, review of the episodes stored by the associate ICD showed 15 episodes in which there was noise. These episodes were recorded between (B)(6) 2016. The physician also indicated that there were some low impedance measurements relative to the lead since the end of (B)(6) 2016. Furthermore, there were low shock coil continuity measurements since (B)(6) 2016. The physician performed isometric testing in a sitting posture and noise was not observed on the real time egm. However, when the patient changed the posture by lying on his back, some noises were observed without making any movement. A re-intervention was performed on (B)(6) 2016. The proximal section of the subject lead was cut and the distal section was left implanted and capped. A new ICD and ICD lead were implanted.